Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
This case involves a male end user (EU) who has been catheterizing for years. Over the last 5 or so months his prostate has enlarged and he has noticed bleeding during catheterization. This bleeding started out as maybe a 1/2 inch smear of blood on his catheter to now quite a bit more. Eventually the blood was observed in his bladder for which he underwent an ablation surgical procedure to help ease the catheterization process. The EU was discharged on (B)(6) 2021 and currently has a foley catheter in. His doctor has recommended the use of softer catheters with a coude tip for future catheterization. No additional information was provided.